Manufacturer narrative:
Internal file number: (B)(4). The other two proglide devices are filed under separate medwatch report numbers. Evaluation summary: visual inspections were performed on the returned device. The reported difficulty was confirmed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, two additional proglide devices were returned. Return device analysis revealed that both devices had link pulls and could not have achieved hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecfied procedure. Reportedly, extreme force was needed to use the proglide device. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.